Event description:
It was reported that while impacting the insert during a primary surgery, the insert was not seating properly. The sales rep determined that the wire was sticking out of the anterior portion of the poly. The sales rep could not determine if the wire was sticking out after removal from the packaging or after the first attempt of implantation. A back up poly was not immediately available and the sales rep called for a new poly from local branch. In the meantime, the surgeon was able to snap the locking wire back into place, it was implanted securely and successfully into place.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while impacting the insert during a primary surgery, the insert was not seating properly. The sales rep determined that the wire was sticking out of the anterior portion of the poly. The sales rep could not determine if the wire was sticking out after removal from the packaging or after the first attempt of implantation. A back up poly was not immediately available and the sales rep called for a new poly from local branch. In the meantime, the surgeon was able to snap the locking wire back into place, it was implanted securely and successfully into place.